Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The customer required assistance with eating a glucose tablet and a grilled cheese sandwich to stabilize bg level. The customer did not know the cause of the low bg; however, stated that they are a transplant patient, which could impact bg level.